Event description:
Caller reported that tandem charging supplies began smoking. There was no reported impact to the customer¿s blood glucose level. Cts initiated a return merchandise authorization for the tandem charging supplies.